Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor.

Event description:
Per medwatch received: during a robotic cholecystectomy, the medium-large hem-o-lok clips would break at the bend when loading them from the cartridge. The surgical technician was able to load one successfully, but the rest broke. A new package was opened and they worked appropriately.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k1700287 was manufactured on 10/16/2017 a total of (B)(4) pieces. Lot was released on 10/16/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Per medwatch received: during a robotic cholecystectomy, the medium-large hem-o-lok clips would break at the bend when loading them from the cartridge. The surgical technician was able to load one successfully, but the rest broke. A new package was opened and they worked appropriately.